Event description:
The user tried to retract the exact couch top manually, but caught his right pinky finger in the pinch point. The incident required four (4) sutures to mend the finger.

Manufacturer narrative:
H3- device problem already known, no evaluation was necessary. Results: the device performed according to specifications. Conclusions: device operated according to specifications. No device failure. User error caused event. User error contributed to event. Varian has developed a design enhancement to the exact couch top, which includes a mylar sheet attached to the underside of the exact couch top that prevents access to the pinch hazard areas. The exact couch user guide/maintenance manual (sect. 3-10) also includes warnings on the presence of pinch points.